Event description:
It was reported that during generator replacement surgery device diagnostics resulted in low impedance (<600 ohms) several times after connecting the new generator to the existing lead. It was reported that the new generator was removed from the lead and a test resister was used which was within normal limits. It was reported that the surgeon was not prepared for a lead revision as well so the patient was closed and the surgery was ended. It was reported that the surgeon indicated that the lead appeared to be fractured. The new generator was programmed on to low settings. The surgeon indicated that surgery will be done if the patient's mother chooses to proceed. Surgery is likely, but has not been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.